Event description:
Boston scientific crm received information that right atrial (ra) lead became dislodged from the atrial appendage five days post initial implant. This lead was successfully repositioned and to date, no adverse patient effects were reported.